Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation non-malignant pain. It was reported settings not available message was seen on the controller. Patient stated that program 4 was causing the settings not available message. When patient turned off program 4, it would work without settings not available screen. When program 4 was on patient stated he would get the message before feeling any stimulation. It was reported low impedance was seen on contacts 5 and 15, 290 ohms. Rep reprogrammed to resolve the issue. The patient was not feeling stimulation. The rep was able to program around the out of range contacts. Patient reported therapy was working good now. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause was not determined. Rep repor ted they programmed around contacts that were compromised and patient got good stimulation.